Manufacturer narrative:
Device not returned. Unfortunately, the sample device has been discarded; therefore, no evaluation will be performed. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance. Although the root cause cannot be investigated, the health-care provider indicated that the reason for explant at implant was patient related and not related to any device malfunction. There have not been any allegations of a product malfunction or quality deficiency. No further actions are possible with the available information.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint." The information reported may or may not be related to the edwards device. In this case, it was reported that the device was explanted at an implant due to perivalvular leak. Based on the follow-up with the health-care provider, the reason for explant at implant was patient related and not related to any device malfunction. Per the operative report, when the patient was near coming off bypass, examination of the mitral valve by transesophageal echocardiogram showed significant perivalvular leak along the a3/p3 area, the surgeon elected to go back on full bypass, re-cross clamp the aorta and arrest the heart, and the aortotomy was reopened and the valve was inspected. The patient had torn through tissue in this area and attempts to repair this were unsuccessful. The surgeon elected to completely remove the previous valves and all suture material with further debridement, and pledgeted mattress sutures were then placed with pledgets on the ventricular aspect and new valve was placed. Pacing was reinitiated, and after return of good ventricular activity, the patient was weaned from cardiopulmonary bypass without difficulty. There was no perivalvular leak noted, and there was no tricuspid regurgitation.